Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a repaired dreamstation auto bipap device. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, new or worsening of asthma, kidney disease/toxicity, and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation and there is no contact information to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.